Event description:
On (B)(6) 2010, a respiratory therapist reported that, while on a patient, inomax ds (B)(4) had nitric oxide (no) fluctuating (B)(4) and then went into delivery failure. The device was switched out and there was no adverse event to the patient. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
Evaluation summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.